Event description:
On (B)(6) 2019, the patient contacted lifescan USA, alleging that his onetouch ultra 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that he first became aware of the alleged meter issue, a month prior to him contacting lfs. Alleging that he obtained blood glucose readings of ¿310, 340 and 172 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient reported that he manages her diabetes using a combination of medication and that he made no changes to his normal diabetes management regimen in response to the alleged issue. The patient reported that prior to the alleged issue he developed symptoms of ¿dizzy and lightheaded¿, which he self-treated with some food intake. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed and the patient had used an approved sample site to obtain the blood samples. The csr also noted that the patient¿s test strips and control solution, had been stored correctly, were within expiry date. The vial was not cracked or broken. The patient reported that she did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria.